Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this right ventricular (rv) lead was performed. Analysis showed that the allegations were not confirmed, based on normal segments resistance measurements and inspection that showed no conductor fractures. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitude and high pacing threshold. The rv lead was surgically explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitude and high pacing threshold. The rv lead was explanted. No additional adverse patient effects were reported.